Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to moisture damage noted on the electronic assembly. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked case near the display window corners noted during visual inspection.

Event description:
The customer reported an a33 alarm. The blood glucose reading was 115 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.